Event description:
It was reported the pt was not receiving effective stimulation at his initial post-operative programming. Stimulation was only captured on the left side of the body while the pt's pain is on his right side, x-rays determined the lead was to the left of midline. The pt underwent revision surgery on (B)(6) 2013. The pt has an adhesion in the middle of the epidural space at t8 and the lead was unable to be completely centered. The lead went either left or right. The final lead placement was to the right of midline. The pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.